Manufacturer narrative:
Section h6: investigation conclusions corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went into cardiac arrest on (B)(6) 2025 and was transported to the (B)(6) hospital emergency department (ed) where CPR was administered but the patient was unable to be revived. Cardiopulmonary resuscitation was performed, and the patient was transported to the local emergency dpeartment. The patient was unable to be revived. The ventricular assist device (vad) was functioning as intended. No autopsy was performed and the vad would not be returned. There was no further information available per the vad coordinator.